Event description:
The customer reported that there was no power on the display and the system always reboots by itself. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.